Event description:
It was reported that the patient never had therapeutic effect following a new pump and catheter implant in (B) (6) 2009. A catheter dye study was done in (B) (6) and a problem was found. The patient stated that the "catheter came out of the spinal canal" and that "it may be at the pump connection." The patient also stated that a pump revision was planned. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, proper connection of sutureless connector intrathecal catheters, physician communication ((B) (4) 2008).